Event description:
It was reported that alerts were triggered due to the left ventricular (lv) lead. A fracture was confirmed, and the pacing and audible alerts were disabled. Later, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.